Manufacturer narrative:
Unit 1: unit primed and functioned within all specs. No visible damage or error messages would indicate possible failure mode. Disassembled unit to verify internal components. No damage or defects noted. Could not duplicate malfunction. Unit 2: unit failed after 14 seconds. Unit displayed "check handpiece". Upon internal inspection, found deposits indicating saline solution bypassed central bolt/compression nut junction. Internal leak. The DHR for lot 09313-05 was reviewed. The units met mfg specs when released. (B)(4).

Event description:
"Attempted to use several microtips with this console and all have the" "check handpiece" error message."